Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: initial reporter email address: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard would not retract. The following information was received by the initial reporter with the following verbatim: some are leaking, some get jammed & don't retract.

Manufacturer narrative:
Correction: an additional lot number was provided in this complaint for material number 382533. Lot # 3178595, mnf date2023-06-29/exp date 2026-06-30. Device evaluation: the complaint of needle retraction failure could not be confirmed from the 15 representative 20g insyte autoguard units that were received in sealed packaging from lot #3192270. A functional test of the returned samples revealed no damage or defects. Each sample fully retracted when the safety mechanism was activated. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.